Event description:
Initial result for a patient magnesium was 7.1 mg/ml. When retested, the result was 1.6 mg/dl. The field service representative found that the water line to the rinse station was blocked. The field service representative repaired the instrument by cleaning the water line.